Event description:
In 2008, the lay user/patient from the another country contacted lifescan alleging the battery indicator icon appeared on the display of the one touch ultra meter. The medical affairs specialist sent follow up questions to the technical service rep (tsr) to ask the pt. The pt says the issue started around 10:30 am on april 6. At this time, he took 16 units of novorapid insulin. He takes novorapid three times per day depending on his meter readings and 14-16 units of levemir at bedtime depending on his reading. The pt mentioned he takes 12 units of novorapid in the morning if the result is around 14.2 mmol/l and 18 units if his reading was around 18 mmol/l. He also takes his readings from the past 5 days into account when making his insulin adjustment. He would never take more than 18 mmol/l. He could not be more specific as to exactly what doses he takes with other readings. He stated that he might have taken a different dose at 10:30 am if he had been able to obtain a reading. At 2:30 pm, the pt passed out and his wife could not wake him up. His wife said he went into a deep sleep for about 7 mins. The pt did not know if he fell asleep due to loss of consciousness or fatigue. The pt states when his blood sugar is low, his stomach feels "strange". The pt did not explicitly state that this issue was caused by hypoglycemia, but he said he decided to drink coke and eat a biscuit after he woke up. He says he normally doesn't do, so but in an emergency when his blood sugar is very low, he administers coke and a biscuit to bring up his blood sugar quickly. He felt better in 30 mins, had lunch and felt even better after lunch. The pt ate normally the day he passed out. He mentioned his readings from the day before were normal but he was not able to give those readings because he has returned the meter. The pt started taking insulin 5 yrs prior and says he only gets symptoms of hypoglycemia about once per year since he started taking insulin. The tsr determined during the troubleshooting telephone call, the meter was not replaced per the owner's manual. This complaint is being reported because the pt alleged he was not able to test his blood sugar level, guessed on his insulin dosage, and felt symptoms suggestive of hypoglycemia. Her further noted that he treated himself for hypoglycemia and felt better within 30 mins.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.